Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that egm strips could not be obtained for a recent non-sustained vt episode. No further information available.